Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a breast augmentation primary with a mentor memorygel, 375cc breast implant experienced right-sided capsular contracture grade iii, and bilateral rupture post procedure. The issue was diagnosed in office visit. As a result, patient underwent bilateral replacements as follow: l/ cat#: smpx-465 , sn#: (B)(4), r/ cat#: smpx-465 , sn#: (B)(4) on (B)(6) 2022. This report relates to the left prosthesis.

Event description:
It was reported that a (B)(6) female who underwent a breast augmentation primary with a mentor memorygel, 375cc breast implant experienced right-sided capsular contracture grade iii, and bilateral rupture post procedure. The issue was diagnosed in office visit. As a result, patient underwent bilateral replacements as follow: l/ cat#: smpx-465 , sn#: (B)(4), r/ cat#: smpx-465 , sn#: (B)(4) on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 12, 2022: visual analysis of the returned sample revealed that the gel mod-rnd 375cc breast implant was found to be ruptured. Additionally shell abrasion was noted on the edge of the tear. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).